Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at the facility.

Event description:
It was reported that a patient underwent a procedure in which a medpor device was implanted. After the procedure, the patient developed an infection. The sales representative was not present during the case. If additional information becomes available, it will be filed in a supplemental report.